Event description:
It was reported to boston scientific that a captivator cold single-use snare was used to remove a polyp during an unknown procedure performed on (B)(6) 2025. During the procedure, in the operating room, it was observed before inserting the snare into the endoscope that it was cut at its tip, making polyp resection impossible. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g4 (premarket / 510(k) #) has been corrected. Block h6: imdrf device code a0501 captures the reportable event of loop detached. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of loop detachment of device or device component. The returned captivator cold single-use snare was analyzed, and product evaluation found no visual issues or damage. The loop was not detached, and the returned unit did not show any evidence of the reported issue or any defect that could have contributed to the event. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a captivator cold single-use snare was received for analysis. Visual analysis showed no visible problems and the loop was not detached. No other device problems were noted. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the event of loop detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached.

Event description:
It was reported to boston scientific that a captivator cold single-use snare was used to remove a polyp during an unknown procedure performed on (B)(6) 2025. During the procedure, in the operating room, it was observed before inserting the snare into the endoscope that it was cut at its tip, making polyp resection impossible. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.